Event description:
It was reported that the customer was hospitalized due to high blood glucose of 468 mg/dl, and he was treated with manual injections. Troubleshooting was performed. The time, date, settings, and programming were correct. Reviewed the alarm history and found a no delivery alarm. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. Assisted the caller to remove the cannula, and it was bent but not occluded. Reminded that the customer should change the infusion set and reservoir every two to three days. Instructed the caller to switch the entire infusion set, reservoir, and insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.